Event description:
It was reported that the intra-aortic balloon (iab) was inserted while in the intensive care unit. After 48 hours of intra-aortic balloon pump (iabp) therapy, the medical staff noticed that there was blood in the tubes of the pump. As a result, the iab was removed and another iab was inserted successfully. There was no reported pt death or injury. Medical/surgical intervention was not required. The pt outcome is reported as "fine." Additional info received on 09/17/2010 stated that "after the first iab was removed from the pt, the md tested the iab and it seems that there is no hole in the balloon."

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be asr reportable. The returned device was evaluated and the event was determined not to be a balloon rupture, therefore, it is reportable. Device eval: the iab, one-way valve and teflon sheath were returned for eval. The bladder had blood in it. The flex tip assembly was linked. The central lumen and catheter were bent/kinked and a section of the central lumen was broken. An in-house spring wire guide (swg) was backloaded and frontloaded into the iab, but stopped at the kink/break. Vacuum tests were performed on the one-way valve and it passed all tests. Due to the broken central lumen, the metal luer and the distal tip of the iab were blocked so that a vacuum and submerge test could be performed. The iab was submerged in water and pressurized. No leaks were detected in the iab assembly. A vacuum was pulled on the iab and it passed the 5 min test. The bladder thickness was within specification. The device history record review was conducted for the lot number/serial number. The device passed all mfg specifications prior to release. The complaint of "there was blood in the tubes of the pump" is confirmed. The central lumen was broken allowing blood into the bladder. The cause for the break in the central lumen cannot be determined.